Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon was unable to provide patient information and noted that the case was performed approximately two (2) years ago, therefore it would be difficult to retrieve the device batch number. Additionally per report, the surgeon stated that there was no device fault identified. The report noted that the surgeon recommended correct placement technique to avoid occlusion, and an application of glaucoma eye drop medication (pilocarpine) instead of laser treatment as a non-invasive way to relieve the occlusion.

Manufacturer narrative:
Additional information: b3: publication date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Stent obstruction and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Stent obstruction and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the device is contraindicated in patients with primary angle closure glaucoma (pacg). MFR# reference: (B)(4).

Event description:
The following was reported through a review of the case report titled, "generation 1 istent occlusion in angle closure glaucoma as a reason for postoperative intraocular pressure spike treated using non-interventional methods." Reportedly, following an uneventful right eye (od) trabecular microbypass stent procedure in conjunction with cataract surgery, a patient with a history of angle closure glaucoma presented five (5) days postoperatively with a sudden intraocular pressure (iop) spike and "mild pain". Per report, a gonioscope examination identified an obstructed stent lumen due to peripheral iris incarceration, which was treated non-invasively in the clinic with medication (pilocarpine 2% eye drops) resulting in successful occlusion relief and intraocular pressure (iop) normalization. Additional information has been requested. Please see the attached case report for further details. Reference (B)(4).